Event description:
Report received of an over-delivery of heparin. The customer contact indicated that the event was the result of an error in programming the device. Reportedly, the ER nurse programmed channel a of the pump to deliver an unspecified concentration of heparin in 250ml at a rate of 13 ml/hr. After being programmed, the rn reported that the pump cleared the volume to be infused (vtbi) on it's own. There was no reported pump alarm. The nurse then reprogrammed the pump with the intended settings. Shortly after the nurse reprogrammed the pump for a second time, she noted that the rate was at 250ml/hr instead of the intended 13ml/hr. The nurse then decreased the infusion rate of 3ml/hr utilizing the same pump. The amount of time the pump was delivering at the incorrect rate, and the actual amount of solution gone from the bag were not specified. The physician was notified. There was no reported adverse patient effect and no medical interventions were required. Though requested, there was no further information available.